Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged while analyzing the heart rhythm of a (B) (6), female patient who had fainted; the device returned a "shock advised" determination. The patient regained consciousness; however, the clinician subsequently delivered a shock of 120 joules to the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.